Event description:
The facility reported that a string came off of the sponge and fell into the surgical site.

Manufacturer narrative:
It was reported that a string, approximately 6 inches long came off of the 18x18 lap sponge and was removed by hand from the surgical site. No pt injury resulted. No further intervention was indicated. The sample was not retained for eval and no photos were sent. The overall condition of the lap sponge is not known. In the absence of a sample, a root cause has not been determined.